Event description:
The patient called alleging that the meter does not power on. The last time the patient tested on his device was approximately two weeks ago. The patient did not experience any symptoms at the time of testing. There is no information on whether the patient tested his blood glucose prior to the event. The patient took his normal diabetes regimen of two pills of glucovance and "walked" to the physician's office. The patient received advice from the medical profesional and did not receive any treatment. There is no informaiton on what his reading was on the physican's meter. The patient was using the correct vial of test strips and the battery was correctly installed and was replaced less than a year ago. The meter did not power on even when pressing down the power button. Customer service sent the patient a replacement meter. Based on the information provided, this case is being reported as a malfunction, since the meter does not power on. There is no evidence of an adverse event, since readings were not provided.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.